Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope, experienced air/water flow issues from the air/water flow system. The event occurred during inspection for use. The intended diagnostic procedure was completed using a similar device. There was no delay. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that there was foreign matter in the nozzle. This medwatch report is being submitted to capture this reportable malfunction which was identified during the evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customer¿s allegation of air/water flow issues from the air/water flow system was confirmed. Due to clogging of the nozzle, water supply volume does not meet the standard value. This is likely due to an insufficient cleaning process causing foreign material in the nozzle. Additionally, the following findings were also identified, and are as follows: (a.) Adhesive on bending section cover (a-rubber) had a chip, (b.) Adhesive on a-rubber had a crack, (c.) Adhesive on a-rubber had white-clouded area, (d.) Paint on suction-cylinder was peeled, (e.) Suction-connector had a scratch, (f.) The objective lens had a scratch, (g.) The plastic distal end cover had a scratch, (h.) And the connecting tube had a scratch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): "[inspection of the endoscope]. 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. [Inspection of the objective lens cleaning function]. Inspection of the water feeding function: 1. Cover the spray valve hole with your finger. 2. Depress the valve all the way (till the 2nd step) and confirm that water flow is observed in the entire endoscopic image. Inspection of the spray function. 1. Cover the spray valve hole with your finger. 2. While keeping the spray valve hole covered, depress the valve till the first stop position (till the 1st step). Confirm that emission of water spray is observed in the entire endoscopic image." Olympus will continue to monitor the field performance of this device.